Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Failure analysis was unable to perform basic occlusion, occlusion, prime, and excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. The customer stated they had 6 motor error alarms in the last 6 weeks. Customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated, they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.